Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the guidewire. This model lead does not use a guidewire for implanting the lead. A fresh 14-62 gray stylet was able to be inserted in the lead without resistance. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the guidewire did not move easily in the right ventricular (rv) lead, and the physician experienced difficulty reaching the desired position with the rv lead. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.